Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on an extremely calcified uterus in 2008. During the procedure, the handpiece began to flicker on and off and then the blade stopped. A second hand piece was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.